Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety systems 4 needle tips are exposed without safety device. The following information was provided by the initial reporter, translated from chinese: when the needle core is withdrawn after successful puncture, the needle tip is exposed without safety device.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.